Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As the subject device was not made available, the event could not be confirmed, nor reproduced. In addition, it was not possible to further specify the cause of the event from the information obtained. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colono videoscope exhibited the suction port leaks fluid. The issue occurred during procedure. There were nor reports of patient harm.